Manufacturer narrative:
Additional information has been requested and if provided a follow up report will be submitted. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a patient when event occurred.